Event description:
Additional information indicated that the external sheath that caused the event was a non-medtronic sheath. The dcs was inserted via the right femoral artery with a minimum diameter of 7 millimeter (mm). Per the physician, the dcs was not involved in the femoral artery dissection.

Manufacturer narrative:
Concomitant product ID {non-medtronic sheath - cook vascular}; product lot/serial number {unknown}; product type: {external introducer sheath}; medtronic received additional information that changed the event description and device relatedness of this previously reported event. Additional information indicated that the external sheath that caused the event was a non-medtronic sheath. Per the physician, the dcs was not involved in the femoral artery dissection. There is no evidence to suggest the delivery catheter system (dcs) caused or contributed to a death or serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Continuation of d10: product ID {evproplus-29}; product lot/serial number {(B)(6)}; product type: {transcatheter aortic valve (tavr)}; implant date {(B)(6) 2022}; product ID {l-evprop23-29}; product lot/serial number {(B)(6)}; product type: {compression loading system (cls)}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), bleeding around the sheath occurred. The bleeding was sealed, then a rebleed with proximal dissection occurred. During the procedure, manual pressure was applied and surgical repair to the right femoral artery with patch was required. The intervention result was good, and the dissection resolved. Per the physician, the sheath and procedure had a causal relationship with the event. No additional adverse patient effects were reported.